Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive sheath was selected for use. The physician aspirated air upon first introducing the farawave catheter and requested a replacement sheath. The user believed this air was a result of a potentially damaged faradrive sheath valve. To troubleshoot, the user initially tried pulling the catheter out and reinserting and aspirating without success. This sheath did not initially aspirate air when first used with the esi rf catheter, which was utilized through the sheath first to ablate the cavotricuspid isthmus (cti). No additional faradrive sheaths were available; therefore, the procedure was completed using a 13f agilis sheath. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive sheath was selected for use. The physician aspirated air upon first introducing the farawave catheter and requested a replacement sheath. The user believed this air was a result of a potentially damaged faradrive sheath valve. To troubleshoot, the user initially tried pulling the catheter out and reinserting and aspirating without success. This sheath did not initially aspirate air when first used with the esi rf catheter, which was utilized through the sheath first to ablate the cavotricuspid isthmus (cti). No additional faradrive sheaths were available; therefore, the procedure was completed using a 13f agilis sheath. No patient complications were reported. It was further reported that air was visible within the flushing line, although no air was observed entering the patient. A non-boston scientific rf catheter had been used during the procedure.

Manufacturer narrative:
B5: describe event or problem - updated h6: device codes - updated.